Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and indication of initial surgical procedure when tvto was implanted? Other relevant patient comorbidities/concomitant medications? Product code and lot number? Was there any deficiency or anomaly of the mesh? If yes, please describe it. Onset time of the urinary retention and time from the procedure? Duration of urinary retention? How was the urinary retention confirmed and treated? When and how was ¿ mesh infiltrated urethral sphincter and damaged adductor longus¿ confirmed? What is physician¿s opinion as to the etiology of or contributing factors to these events (chronic pain, urinary retention, bowel dysfunction and urethral erosion)? What is the patient's current status after mesh removal and urethro-vaginal reconstruction on (B)(6) 2019?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced musculoskeletal pain, chronic pelvic pain, and dyspareunia. The patient developed lower urinary tract dysfunction with retention as well as bowel dysfunction. The mesh infiltrated urethral sphincter and damaged adductor longus. The surgical removal of vaginal component of mesh was done on (B)(6) 2019 and urethra and vagina were reconstructed too. Additional information has been requested.